Event description:
It was reported that the syringes are cracked and leakage occurs during use with a bd syringe solomed 3ml ll 22x1-1/4 w/sh sla. The following information was provided by the initial reporter, translated from portuguese to english: syringes are broken, cracked, and we have had several losses with injectables, because at the time of aspirating the drug, leakage occurs.

Manufacturer narrative:
H.6. Investigation: DHR, quality notifications and maintenance records were performed where no records potentially related to failure was found. No samples / photos of reported incident were received to analysis. Evaluating the reported incident and the complaint history one possible cause for this is a failure at syringe assembly station with caused the damage. To define and manage actions to correct the incident, the CAPA 1035416 was opened. Some actions performed: perform synchronism adjustment on the transfer disk; create a poka yoke to ensure staying in the correct position. Design new top disc guide after leak test. Make top disc guide after leak test. Design new bottom disc with accepted angle for cylinder entry. Make lower disc with accepted angle for cylinder entry. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringes are cracked and leakage occurs during use with a bd syringe solomed 3ml ll 22x1-1/4 w/sh sla. The following information was provided by the initial reporter, translated from portuguese to english: syringes are broken, cracked, and we have had several losses with injectables, because at the time of aspirating the drug, leakage occurs.